Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they experienced low blood glucose as well. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 69 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that they treated the low blood glucose with food. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.